Event description:
Healthcare professional(hcp) reports a pt reaction with the first usage of the psn(polysynthane) membrane. The pt experienced the following symptoms 1 hour into the hemodialysis treatment: respiratory distress. Shortness of breath and wheezing. The pt was treated with 2 albuterol treatments. While receiving second albuterol treatment, the dialyzer clotted off. The dialysis treatment was discontinued at the time of the event, and no blood was returned. The estimated blood loss was 250cc. The pt had received normal heparin dose during dialysis treatment. The treatment was resumed with a cahp(cellulose diacetate) membrane and completed without incident. The pt was discharged home in stable condition per the hcp.